Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed based on the returned product. From the product evaluation it was determined that, a foreign strand is present inside the sterile pouch. This can be observed in the photos that were provided. Analytical testing lab results determined the ftir spectrum of the fiber submitted is consistent with being of biological origin. Based on its appearance it is likely a hair. The device history record was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the probable root cause for the reported issue can be considered as manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product return: (B)(6) 2017.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the hair was found inside sterile packaging. No adverse events have been reported as a result of the malfunction.